Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the dilator sheath was allegedly broken. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one guidewire, one 8fr dilator and one 12fr dilator were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for damaged/defective sheath, as the airguard introducer and sheath were not returned with sample and, consequently, the airguard sheath was not able to be evaluated. The returned 8fr and 12fr dilators were examined and mild bending was observed along the shafts of both devices. However, no obvious damage was observed on the tip of either dilator. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 03/2020).

Event description:
It was reported that the dilator sheath was allegedly broken. There was no reported patient contact.